Event description:
It was reported that the device was unable to be interrogated via rf telemetry. Abbott technical support was contacted and the device firmware was reinstalled to resolve the event. The patient was in stable condition.